Event description:
In 2004 patient underwent percutaneous fixation of right subcapital femoral neck fracture using suspect medical device. Eventually pt developed severe pain thought by their physician to be associated with retained hardware. In 2005 pt underwent surgical removal of 3 screws from the right hip. Pt did well post op and was dismissed from the hospital the same day.